Manufacturer narrative:
The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the registered nurse at the user facility, the customer ultra autoclavable rigid telescope is ¿bent, lenses are cracked¿. The customer reported issue was found at inspection before use. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Although the device was not returned, based on the information provided by the customer, it is likely the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.